Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.

Event description:
It was reported to the MFR that the physician was having problems turning on the handheld device. The device has been plugged in but did not turn on. All connections, batteries and the power outlet were checked and hard resets were performed with no successful results. A new device has been shipped to the physician to replace the non-working device. The non-working device has been returned for product analysis. Product analysis is underway.